Event description:
Rn using hot packs to assist with pain management. A hot pack ruptured and fluid leaked on to pt's shirt and pants. Bed linen and clothes changed. Hands and abdomen washed. No pain or burns noted on skin. Dr notified from gi. No new intervention recommended. No harm to patient or rn.what was the original intended procedure?use of instant hot pack at abdomen.device #1is this a laboratory device or laboratory test?no.